Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a radiofrequency ablation to treat their ventricular arrhythmia. Temporarily, the implantable pulse generator (ipg) was electively reprogrammed during the surgery but post-operatively, was programmed back to the initial setting. The patient's ventricular arrhythmia was considered to be related to the abnormal myocardial electricity activity and not ipg related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital following a sudden onset of ventricular tachycardia (vt)/ ventricular fibrillation (vf). The ipg is due to be reprogrammed to try to reduce the frequency of the vt/vf and remains in use. No further patient complications have been reported as a result of this event.